Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-18397. It was reported that the patient experienced high impedances on both of their leads. The patient underwent a surgical procedure on (B)(4) 2022 during which both leads were explanted and replaced to address the issue.